Event description:
It was reported that an implant at tooth site # 11 was removed due to an infection postoperative. Patient suffered from abscess, pain and edema.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227. H6: event problem codes ¿ patient code: 1690 abscess. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.